Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error image displayed on the screen. The customer's blood glucose level was 8.3 mmol/l at the time of incident. The customer stated that the screen appears to be really dim and it also says a broken force sensor was detected during seating or regular delivery. The customer also stated that the insulin pump had insulin flow blocked alarm. Customer stated that the insulin pump was dropped nor bumped. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan.